Event description:
The customer observed a falsely elevated alinity I total b-hcg result for one 20 year old female patient. The result was not released the sample was repeated with negative results. The following data was provided: sid (B)(6) initial result = 122.47 repeat = 0.0 miu/ml colloidal gold = negative. No impact to patient management was reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, field data review, and in house testing. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. Device history review did not identify any issues with the complaint lot. A search for similar complaints identified an increase in complaint activity for the complaint lot, however, no trends were identified for list number alinity I total ss-hcg reagent. Furthermore, in house accuracy testing of the complaint lot was conducted which concluded the complaint lot met acceptance criteria, demonstrating that the lot is performing as expected. The overall performance of the alinity I total ss-hcg reagent was reviewed using field data from customers. The review of field data for the complaint lot determined the median values are within the established limits and concluded that the lot generated the expected results. Labeling was reviewed and was found to address the customer reported issue. Based on the available information, no systemic issue or deficiency was identified for the alinity I total ss-hcg reagent lot 71455ud03 was identified.

Manufacturer narrative:
This report is being filed on an international product, list number 07p51-74 that has a similar product distributed in the us, list number 7p51-21 / 31, with 510k number k170317. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed a falsely elevated alinity I total b-hcg result for one 20 year old female patient. The result was not released the sample was repeated with negative results. The following data was provided: sid (B)(6), initial result = 122.47 repeat = 0.0 miu/ml colloidal gold = negative. No impact to patient management was reported.